Event description:
It was reported no disposable alarm with cassette which resolved by putting on a new cassette on pump. The cassette looked deflated. Increased shortness of breath and headache were also reported. The patient felt bad like too much medication was received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates not required. H10: no product was returned thus, no visual or functional evaluation could be performed. Results: we are unable to confirm the reported complaint as no sample was received for investigation. Root cause for the reported event is unknown and cannot be determined as no sample was returned. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot or serial number information was provided therefore, a manufacturing device history record DHR review could not be performed.